Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) inquired if the patients right ventricular (rv) lead appeared to exhibit t-wave oversensing (twos). Review of the file indicated twos. Follow-up was completed and the ahp was able to verify that no reprogramming has been completed at this time and the patient will continue to be monitored via remote monitoring. The lead remains in use. No patient complications have been reported as a result of this event.